Event description:
The customer stated that the reservoir volume shows that there is no insulin in the reservoir, but the customer states that the reservoir actually has about 100 units left. The customer also stated that he has not received a no delivery alarm in a long time, and is concerned that the insulin pump is not functioning properly. The customer did not have a tubing clamp for the high pressure test, but he used vice grips, and the unit did not pass the test. The device passed the displacement test. Advised the customer that the tubing clamp could be sent to him, but he declined. The customer was going on vacation, and did not want to risk it. The customer requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.